Event description:
Pt had inflatable prosthesis inserted in 7/91. During coitus pt experienced deflation and pump failure. Surgical removal of pump on 12/6/95 revealed complete rupture of tubing leading to right penile cylinder. The tubing leading to right penile cylinder had disrupted and sheared approx 1cm from its insertion into pump.